Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed multiple times over the past week. User mentioned that high use hospice medication was kept in this door of the tower. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer (fse) verified the customer issue with door five, which was double clicking, and found the wiring, harness, and latch to be faulty. The fse replaced the faulty components to resolve the issue, then logged into the hca application and ran a final test on the tower doors, which passed successfully. The system functioned as intended after the field service engineer repaired the device.